Event description:
A low readings issue was reported with the adc freestyle libre sensor. A caregiver reported the customer obtained a sensor scan result of 7.6 mmol/l and experienced "feeling bad". The customer was taken to a hospital where a reading of 25 mmol/l was obtained on the hcp device and customer was treated with intravenous fluids and "fast insulin" (dose unspecified). Customer was admitted for an unspecified amount of time. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A caregiver reported the customer obtained a sensor scan result of 7.6 mmol/l and experienced "feeling bad". The customer was taken to a hospital where a reading of 25 mmol/l was obtained on the hcp device and customer was treated with intravenous fluids and "fast insulin" (dose unspecified). Customer was admitted for an unspecified amount of time. There was no report of death or permanent injury associated with this event.